Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, intermittent capture, small p waves, far field r-wave (ffrw) oversensing and some undersensing. It was further reported that the ra lead displayed an atrial lead impedance warning. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.